Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was addressed in the newest version of software which incorporated a fix for this anomaly. A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional.

Manufacturer narrative:
The logs for the navigation system were evaluated by medtronic personnel. The logs showed that the behavior was consistent to an anomaly in the medtronic navigation software anomaly tracking database. However, this instance was not recorded in the database, as the issue was resolved in a new release of the application software.

Manufacturer narrative:
No evaluation into the root cause of the anomaly has been performed, but one is anticipated.

Event description:
A medtronic representative reported that, while building models on the navigation system, the system displayed an error message stating that the application software needed to shut down. The navigation system then reverted to the log in screen. There was no patient present when this issue was identified. No additional information was provided.